Event description:
A user facility clinic manager reported that they have defective fresenius combi set hemodialysis tubing. The red connection segment of pump tubing causes air in system and blood loss. Upon follow up, the clinic manager could not confirm which lot number was in use at the time. The clinic manager stated the issue occurred about 3 hours into treatment. The 2008t machine alarmed with an air in blood alarm while a fresenius dialyzer was in use. The clinic manager confirmed there were no issues during priming. The combiset did not have damage or defects noted on the device during set up. An external blood leak was visually observed at the red connection segment of the pump tubing. The patient's total estimated blood loss (ebl) was 200 ml. The clinic manager confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient did not complete treatment and did not develop any symptoms as a result of not completing treatment. The clinic manager reported that the actual sample was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.